Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that fluid wouldn't flow through 2 32-in std bore set w/ max y conn sets during use. The following information was provided by the initial reporter: "fluid won't flow at all"

Manufacturer narrative:
Investigation summary: 3 used samples were returned for investigation by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. A 10 ml bd syringe filled with saline was attached to the smartsite and attempted to flush. The extension sets were unable to be flushed. Upon closer visual inspection under the microscope there was excess solvent near the female luer (part number: 1024-156-043) end of the smart site. The customer complaint that the fluid would not flow at all could be replicated for all 3 samples. The root cause is excess solvent. A device history record review for model mx9175 lot number 20056825 was performed. The search showed that a total of 14403 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mx9175 lot number 20056825 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that fluid wouldn't flow through 2 32-in std bore set w/ max y conn sets during use. The following information was provided by the initial reporter: "fluid won't flow at all"